Event description:
It was reported by the sales rep that the device was used during a surgical procedure. The device would not release after the firing. The staples did not form correctly along the staple line. There were no consequences to the pt. No further info is available.